Event description:
It was reported that the system at start up, displayed a "low voltage error" which stated that it would turn off in 10 seconds. This error may prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced during the service call. The system was tested and found to be working as intended and put back into service.